Manufacturer narrative:
Date of event: unknown. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. It was stated ¿the consumer reported plunger rod difficult to move before injection, does not re-use.¿ there was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. It was stated ¿the consumer reported plunger rod difficult to move before injection, does not re-use.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Samples were received and evaluated. The investigation information follows. Investigation summary: customer returned (2) 1/2cc, 6mm, 31g syringes in open poly bag from lot # 7156928. Customer states that the plunger rod was difficult to move before injection. Both returned syringes were tested and both plunger rods were able to be exercised in the barrel without any observed defects. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: a.3. Sex: unknown. B.2. Event attributed to: other. D.8. Device single use?: no. H.3. Device returned to manufacture: yes.

Event description:
It was reported with the use of the bd ultra-fine¿ insulin syringe there was an issue with difficult plunger movement. It was stated ¿the consumer reported plunger rod difficult to move before injection, does not re-use.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 7156928. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted for dry barrels. There was six (6) notifications [(B)(4)] noted that did not pertain to the complaint. Unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned investigation conclusion: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.